Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence - urge incontinence. It was noted that the patient's trial began on (B)(6) 2022. It was reported that the patient stated that they have been constipated since the procedure. Patient also stated that they felt as though they were not completely emptying their bladder.